Event description:
It was reported that during a kyphoplasty procedure, a curette was used bilaterally at l3 in a sclerotic fracture. When attempting to curette again on the right side, a small piece of the collar surrounding the curette tip dislodged into the patient. The physician attempted to retrieve it using a bone filler device hooked to suction, but was unsuccessful and decided to cement it in. The physician was reportedly" not overly concerned that it would impact the patient or outcome in any way since it is surgical steel, sterile and now surrounded by cement". No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.